Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 23781 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used. (No application performed). The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and the temperature curve had no oscillations or overshoots. However, during inflation, a guidewire lumen kink was observed inside the balloon segment. Deflection testing (lever pushed to the forward and backward position) was performed, the shaft reacted as initially intended. No kinks were identified on the shaft and after dissection, the pull wires were also intact. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.18 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. During inspection of the handle segment, excessive adhesive was observed on the bellow. In conclusion, the reported issue (wire inside the balloon was " broken/bent") was confirmed through testing and the catheter failed return inspection due to excessive adhesive observed on the bellow. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the preparation of the balloon catheter, it was noticed that the wire inside the balloon was "broken/bent." The balloon was replaced, and the cryo ablation was successfully completed. There was no patient involved.